Manufacturer narrative:
The company representative observed that the error codes #45 (system failure), #57 (autofill failure) and #65 (safety vent failure) were found in the fault logs. The company representative replaced the vent valve (part number 0119-00-0170). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "electrical test failure code #53" (shuttle transducer offset failure). The patient was switched to another iabp and therapy was continued. No patient injury was reported.